Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted :(B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling, electrolyte imbalance and premature ventricular contractions (pvc). It was also reported that the right atrial (ra) lead failed a position check. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was observed to be functioning as expected.